Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. UDI : (B)(4). Device history record (DHR) the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The ratchet extension and plunger stud were not functioning properly. The anodizing has been marred from improper cleaning and parts of the device were worn. Further evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. General maintenance and cleaning required at this time. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) review showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was not ratcheting properly and the coating has been tarnished from prolonged cleaning. Blood was still visible after prolonged cleaning. The device was not in contact with the patient. There was no patient injury and no surgery delay. The incident was observed before use on (B)(6) 2020. Additional information has been requested.